Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. In addition, the patient's comorbidities which includes ckd stage iii and a family history of heart disease likely contributed to this event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 2800tfx 23mm valve, implanted for 10 years and 11 months, is being evaluated for a valve-in-valve procedure due to severe aortic stenosis. His most recent lv ejection fraction was down to 25% and his echocardiogram demonstrated a gradient in the range of 30mmhg across the bioprosthetic valve with an av velocity of 4.0m/sec. This (B)(6) year-old male has a history of an bicuspid aortic valve s/p avr in 2007, cad s/p CABG, arrhythmia, cardiomyopathy, elevated creatinine, atrial fibrillation, htn, dm ii and ckd stage iii. He also has a family history of heart disease.

Manufacturer narrative:
Reference CAPA-20-00141.